Event description:
Physician reported deflation.

Manufacturer narrative:
A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Physician initially reported unknown side rupture via company representative. Later, physician reported a left side deflation. Device has been explanted, replaced, and discarded.